Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 4121917. The customer returned two 1/2cc, 6mm, 31g syringes in an open poly bag with the shelf carton from lot # 4121917. Customer states that the plunger was slipping before injection. Both returned syringes were tested and both were able to draw and expel properly without any observed defects. As per manufacturing, a review of the device history record was completed for batch# 4121917. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to this complaint. Based on the samples received bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a problem with the rubber inside the bd insulin syringe with bd ultra-fine¿ needle causing a slip before the injection occurs. Observed during use. No serious injury or medical intervention noted.